Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone [6 mg/ml] at a dose of 0.86 mg/day. It was reported the hcp had accidently cut the spinal segment of the catheter during a laminectomy procedure on (B)(6) 2017. The representative stated the hcp had clamped off the pump segment, and they believed there was about 25-30 cm of the spinal segment that no longer had drug since it was cut. The representative wanted to know how long it would take for drug to reach the tip of the catheter if they had just reconnected the pump segment to the spinal segment. The representative stated they wanted the calculations to be based off 25 cm of the spinal segment without drug. Troubleshooting had been done prior to the call. The representative stated the revision to connect the two segments had already been completed prior to the call. The representative stated the patient was doing fine, and there were no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.